Event description:
MRI revealed a granuloma at the tip of the catheter, just posterior and to the left of the t12 vertebra. The pump medication was changed from dilaudid to normal saline. Further information is being requested from the hcp.

Manufacturer narrative:
(B) (4).